Manufacturer narrative:
H.6. It is important to note bd only markets insulin delivery syringes for subcutaneous use. Consistent with the naming convention and scale marking of an insulin syringe, it is insulin-specific, and it is approved by health canada for the intended use of subcutaneous injection of insulin. Insulin scale mark gradations are in insulin units as opposed to ml found on general purpose syringes. Bd does not intend for its insulin syringes to be used for any purpose other than subcutaneous injection of insulin. H3 other text : see section h.10.

Event description:
Material no. Unknown batch no. Unknown it was reported that unspecified bd¿ insulin syringe were used for ocular injections after use silicone was left in their eyes. The following information was provided by the initial reporter: a lawyer for a sounds like a facility. They injected a patient with a unknown syringe that he stated could or could not be a bd syringe. This patient now has silicone in the eye. He was asking if bd manufactures ophthalmology syringes. I've informed him no and if used a bd syringe it would be off label. He does not know what syringe was used and asked if I know of a syringe manufacture that would make ophthalmology syringes. I informed him I only know bd items. I asked if he wanted our legal department he said not at this time. Dc email fw: syringes used for ophthalmology. Sent: thursday, (B)(6) 2019 7:58 pm. To: customer service canada (B)(6). Subject: syringes used for ophthalmology. I am a research consultant currently looking into medical issues involving the injection of the ophthalmology drug avastin. There have been widespread reports of silicone droplets in the eye from the injections. One recent medical journal article published in the international journal of retina and vitreous recommended that "manufacturers consider producing syringes adapted for intraocular use." Could you please refer me to someone in your company who is knowledgeable about these concerns. I appreciate your help with this.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for harm and foreign matter in syringe due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. Unknown. Batch no. Unknown. It was reported that unspecified bd¿ insulin syringe were used for ocular injections after use silicone was left in their eyes. The following information was provided by the initial reporter: a lawyer for a sounds like a facility. They injected a patient with a unknown syringe that he stated could or could not be a bd syringe. This patient now has silicone in the eye. He was asking if bd manufactures ophthalmology syringes. I've informed him no and if used a bd syringe it would be off label. He does not know what syringe was used and asked if I know of a syringe manufacture that would make ophthalmology syringes. I informed him I only know bd items. I asked if he wanted our legal department he said not at this time. Dc. Email fw: syringes used for ophthalmology see email in email section html sent: thursday, (B)(6) 2019 7:58 pm to: (B)(4). Subject: syringes used for ophthalmology. I am a research consultant currently looking into medical issues involving the injection of the ophthalmology drug avastin. There have been widespread reports of silicone droplets in the eye from the injections. One recent medical journal article published in the international journal of retina and vitreous recommended that "manufacturers consider producing syringes adapted for intraocular use". Could you please refer me to someone in your company who is knowledgeable about these concerns. I appreciate your help with this.